Manufacturer narrative:
The pod was received with the soft cannula deployed and with evidence of corrosion visible through the top and bottom housings. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found the bottom and middle battery voltages to be lower than expected. An external power supply was used to download the data. The download data showed that an 0x3d alarm had been generated by the pod, indicating that the step sensor was asserted before the wire was driven. Corrosion was observed on the pcb assembly and on the bottom battery. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula 0.2195 in. From the soft cannula nailhead, which resulted in an internal leak. This leak contributed to the observed corrosion and the 0x3d alarm and prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 300 mg/dl. The pod was worn on the patient's leg for between 4 and 24 hours.